Event description:
Rn went to re-attached ppn / lipids to patient's piv. IV tubing attached securely. When rn let go of IV tubing, tubing fell onto floor. Portion that connects the IV tubing to the piv was still attached to patient's piv, tubing without end securement portion noted to be on floor. Ppn / lipids remain off at this time. Residents contacted by other rn who witnessed the tubing malfunction.